Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The pa cut 2 branches and reported the cutting elements were stuck to one side of the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections. Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue were observed on the jaws and heater wire. The heater wire was observed to be flexed away from the jaw toward the tip, but remained attached to the jaws at both the base and tip of the hot jaw. No other visual defects were observed. Based on the results of the evaluation, the reported failure "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The pa cut 2 branches and reported the cutting elements were stuck to one side of the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.